Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation due to lead high impedance. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8216-70 sn (B)(6). The returned paddle lead was analyzed and x-ray inspection found four cable fractures at the kinked site about 18 centimeters from the paddle. The kinked site appears to be an anchor point. In addition, 14 electrodes were dislodged from the paddle and not returned. It appears that excessive mechanical force was exerted onto the lead tails, causing its separation from the paddle and cable fractures at the anchor point. With all the available information, boston scientific concludes the patient was having a loss of stimulation due to high impedances. The complaint was confirmed since the individual cables connected to each pad were pulled, it resulted in the dislodgement of the electrodes.

Event description:
It was reported that the patient experienced loss of stimulation due to lead high impedance. The patient underwent a replacement procedure and was doing well postoperatively.